Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be use error, inappropriate bypass of the drain, not including initial drain. Device met specifications relative to iipv in the logs. There were no problems found during an internal inspection of the device that would contribute to the iipv. A labeling review was performed and found to be adequate. This issue is being investigated through CAPA.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 2. The patient's ultrafiltration (uf) reading was 2034 ml, indicating the home patient (hp) drained 2034 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was approximately 4034 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.